Event description:
The hospital perfusionist initially reported ((B)(4) 2014) an issue with the mps console displaying an error code during a procedure. She reported the console had been used on 2 other procedures. That day and this was the third procedure. The alleged issue occured after 2 doses had been delivered to the patient and the third dose was attempting to be delivered. It was reported that the console alarm displayed was "pump initialized." The procedure was completed without using the mps system. There were no patient complications as a result of the reported malfunction. Additional information received on 03/26/2014: clarification that the doses being administered at the time of the alleged malfunction was the arrest agent. Because the perfusionist was unable to clear the mps console alarm, the surgeon delivered the third arrest agent (a "maintenance" dose) to the patient manually using a syringe. The patient's heart remained arrested during this stage of the procedure and no complications were reported.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Question medical, inc. Defers to the patient's physician regarding medical history.